Event description:
Literature was reviewed regarding a 79-year-old female patient with a complex medical history including aneurysm and type a aortic dissection of the ascending aorta 23 years prior, and aortic stenosis 8 years prior, and worsened aortic stenosis and heart failure 5 years prior.  At that time a medtronic evolut r transcatheter valve was successfully implanted with noted minimal paravalvular leak.  Approximately 5 years later the patient presented with worsened heart failure and severe aortic valve insufficiency resulting from a severe paravalvular leak.  Diagnostic workup showed persistence of the aneurysm with a dissection spanning the ascending aorta, arch, and terminating proximal to the aortic isthmus.  The patient then underwent successful transcatheter valve-in-valve implant of a non-medtronic balloon-expandable valve inside the existing evolut r valve.  Following the procedure the patient developed intermittent complete atrioventricular block which necessitated the implant of a permanent pacemaker.  No further information pertaining to medtronic heart valve products was noted.

Manufacturer narrative:
Citation: mihailovic et al. Case report: a complex case of valve-in-valve tavi and left bundle branch pacing for severe aortic regurgitation with partially corrected type a aortic dissection and low ejection fraction. Front. Cardiovasc. Med., 2023, volume 10. Doi .org/10.3389/fcvm.2023.1206811. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.